Event description:
On (B)(6) 2015 additional information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry). The event date was changed from (B)(6) 2014 to (B)(6) 2015.

Event description:
It was reported that there were volume discrepancies where the actual residual volume (arv) was greater than the expected residual volume (erv). The cause of the discrepancy was unknown. The discrepancies were observed during routine pump refills on (B)(6) 2014 when the erv was 3.3, arv was 7.2; and on (B)(6) 2014 when the erv was 3.7, arv was 7.8. The patient got admitted into the emergency department (ed) on friday (B)(6) 2015 with symptoms of increased tone/spasticity, agitation, diaphoresis (sweating), fever, altered mental status, and obvious discomfort. The patient had an x-ray of the abdomen which indicated a ¿minimum change in the pump with the tip near l2 superior endplate level.¿ a 50 mcg bolus was programmed over thirty minutes but the patient¿s father reported ¿little improvement.¿ the patient¿s parents gave the patient 20 mg oral baclofen and 3.75 mg tranxene for suspected baclofen withdrawal prior to bringing the patient into the ed. Over the weekend the patient's withdrawal symptoms were managed with 10-20 mg oral baclofen (every 4-6 hours) and tranxene (pro re nata). The patient¿s pump was replaced on (B)(6) 2015. Intra-operatively the healthcare professional (hcp) easily withdrew 1.5 ml medication/cerebrospinal fluid (csf) from the catheter access port (cap). The hcp made the decision not to replace or revise the catheter at that time. The pump was filled with gablofen and started at a lower infusion rate. The logs were interrogated on the explanted pump prior to surgery and no rotor stall was documented. The patient was later admitted into the hospital on (B)(6) 2015 for scheduled emergent catheter replacement as the patient was exhibiting clonus, spasticity, hypertension 134/90 and tachycardia 107. During the catheter revision/replacement there was no indication that the catheter may not have been functioning. When the catheter was disconnected a spontaneous brisk retrograde flow of (cerebrospinal fluid) csf was obtained. The explanted catheter would be returned for analysis. During the revision medication was withdrawn from the pump reservoir and the arv equaled the erv; event logs were interrogated and were normal. The patient was on oral baclofen and tranxene until the hcp formulated a plan of care. The pump was primed and programmed to 390mcg/day postoperatively. The patient was alive with no injury and was responding to therapy. The patient¿s vital signs have stabilized and the patient was no longer having clonus. The pump was used to infuse baclofen (gablofen). Follow up was being conducted to obtain additional information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID: 8596, lot# b004461n21, implanted: (B)(6) 2003, product type: catheter. Product ID: 8598, lot# b004294n05, implanted: (B)(6) 2003, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Long term test of the pump was completed 2015-09-01. The results did not affect current analysis or coding.

Manufacturer narrative:
Analysis of the pump found c300 for miscellaneous over-infusion due to an undetermined root cause. Analysis of the distal and proximal catheter segments found no significant anomaly. The catheter testing was acceptable. The catheter was incomplete and returned in segments.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received confirmed that the pump was explanted and replaced on (B)(6) 2015 and the catheter was replaced on (B)(6) 2015. The event was reported resolved; the patient recovered without sequelae on (B)(6) 2015. Logs were interrogated on the pump prior to surgery with no rotor stall documented. The patient had been examined and palpated for diagnosis. The patient had symptoms of increased tone and "other symptoms as indicated (gagging, severe shaking) consistent with acute baclofen withdrawal." The symptom severity was reported as "moderate."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Additional information received confirmed that the pump was explanted and replaced on (B)(6) 2015 and the catheter was replaced on (B)(6) 2015. The event was reported resolved; the patient recovered without sequelae on (B)(6) 2015. Logs were interrogated on the pump prior to surgery with no rotor stall documented. The patient had been examined and palpated for diagnosis. The patient had symptoms of increased tone and ¿other symptoms as indicated (gagging, severe shaking) consistent with acute baclofen withdrawal.¿ the symptom severity was reported as ¿moderate.¿

Event description:
Additional information received reported that the previously reported x-ray that was performed showed minimal change in the catheter tip level; slight kinking of the catheter. A bolus was given through the pump and less tone was noted in the upper extremities; tone remained increased in the lower extremities. The etiology was the entire catheters with serial numbers (B)(4); related to the device or therapy, and possibly related to the implant procedure.